Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. However, thrombus inside the pump was observed during the evaluation. Examination of the outflow elbow revealed a red, tissue-like deposition situated on the proximal-opening of the textured blood-contacting surface. Although, the deposition was well adhered and appeared to have developed in this area, the deposition did not appear to occlude the flow of blood through the pump. A specific cause for its development could not be conclusively determined. Examination of the outlet stator revealed pink, loosely seated, soft depositions. There were no evidence of lamination or denaturing on the depositions and no contact marks on the rotor to indicate that they were present in the pump while it was operating. The evaluation could not conclusively determine the specific origins of the depositions nor the duration of their presence in the pump. If the depositions were passing through the pump or were in the pump while it was operating, they could have potentially contributed to the reported power elevations and elevated lactate dehydrogenase levels. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted on (B)(6) 2016 due to symptoms of a driveline infection including fever, purulent drainage, and pain at the driveline exit site. The patient tested positive for (B)(6). Increased pump powers and increased lactate dehydrogenase (ldh) levels were also noted. The patient was discharged home on (B)(6) 2016 with cefadroxil 1g every 12 hours. The patient was readmitted again on (B)(6) 2016 with a fever of 101.2 f and bloody/purulent drainage from the driveline. Cultures tested positive again for (B)(6). A CT of the chest revealed possible endocarditis. The patient was discharged home on (B)(6) 2016 with plans for pump exchange. Although pump parameters were stable during the admission, lactate dehydrogenase levels continued to be elevated. The patient underwent a pump exchange on (B)(6) 2016. On (B)(6) 2016, the patient was doing well post surgery and was discharged home with IV antibiotics to prevent recurrent infection. It was reported that lvad parameters were stable.